Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the surgeon stated he could not explain why the navigation was so far inaccurate as the registration was good. The surgeon noticed it was inaccurate when the burr hole was made and the entry did not line up.

Manufacturer narrative:
The logs and archive for the navigation system were reviewed by medtronic personnel. However, the logs and archive provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735737, version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the surgeon initially felt accurate. After navigating the biopsy needle, the surgeon felt inaccurate. They imaged with a medtronic imaging system and realized that the entry was inaccurate by 17mm posterior and the target was 5.8mm medial. The surgeon then used the imaging spin to navigate and was able to make a new entry and target that were accurate. There was a less than 1 hour delay to the procedure and no impact on patient outcome as a result of this issue.